Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 10/24/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l15279) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the physician did not like the shape of the deployed 2mm x 6cm deltaxsft 10 coil (dlx100206 / l15279) and decided to remove the coil from the target site. During the resheathing, the coil introducer failed to be re-zipped. The physician replaced the coil with another deltaxsft 10 coil, and the procedure was successfully completed. There was no report of any patient adverse event or complication associated with the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure, the physician did not like the shape of the deployed 2mm x 6cm deltaxsft 10 coil (dlx100206 / l15279) and decided to remove the coil from the target site. During the resheathing, the coil introducer failed to be re-zipped. The physician replaced the coil with another deltaxsft 10 coil, and the procedure was successfully completed. There was no report of any patient adverse event or complication associated with the reported issue. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The product was returned and received by the cerenovus product analysis lab for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2mm x 6cm deltaxsft 10 coil was returned contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was observed in good condition. The introducer was kinked and separated from the unit; the resheathing tool was in good condition. Microscopic inspection was performed. The v-notch is in good condition. The resistance heating (rh) was in good condition with no evidence that it had been heated. The embolic coil was still attached to the rh and was observed to be in good condition, without any appearance of damage. The condition of the returned device with the introducer kinked and separated from the device precluded it from undergoing functional testing. A review of manufacturing documentation associated with this lot (l15279) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The issue reported in the complaint that during the resheathing attempt, the coil introducer failed to be rezipped was not confirmed through functional evaluation, however, the kinked condition of the introducer confirmed the issue. The exact cause of the kinked introducer cannot conclusively be determined; excessive force may have inadvertently been applied during the attempt to rezip the introducer that could have caused the coil introducer to become kinked. Positioning difficulty / poor conformability is a known potential issue associated with the use of the device. Factors such as the shape of the target lesion, tortuosity of the parent vessel may have contributed to the way the coil is positioned and/or conforms when it gets delivered to the target site. With the limited information available, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that in this case, the aneurysm size / shape, and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported positioning difficulty / poor coil conformability. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.